Manufacturer narrative:
The full name of the event site was shortened due to field character limit; the full name is (B)(6). A getinge field service engineer (fse) was dispatched to evaluate the iabp and determined that the all manifold test stages of the device were found to be unsuccessful. In the detailed examination, the leakage was detected from the catheter connection socket. The leak was removed and the test was repeated. All tests were found to be successful. Unrelated to the reported issue, the fse replaced the safety disk, as it was due to be replaced, then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) had autofill failure. The unit alarmed for the reported issue. There was no patient involvement, and no adverse event reported.